Manufacturer narrative:
(B)(4). During service, a "failed stop key does not work properly due to faulty phm keypad" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B)(4) that is associated with this report.

Event description:
Service found - (failed stop key does not work properly due to faulty phm keypad). Uim master software versions with a software configuration number ending in 6.13.90 will be categorized as remediated.